Event description:
Implant date: 1991. Post operative x-rays reveal a loose rod. Revision surgery in 1991 to repair construct. X-rays taken on 9/19/1991 reveal a "displaced" rod. Revision surgery 1991 to remove the upper level of the construct. X-rays taken on 12/3/1991 show a "loosening" of a screw. Revision surgery in 1992 to replace device and repair pseudoarthrosis.